Manufacturer narrative:
(B)(4). Device component code relates to device problem code for the reported event of snare loop embedded in patient tissue. Device component code relates to device problem code for the reported event of snare loop failed to cut. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator medium hexagonal snare was used in the colon during a polypectomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the snare was unable to transmit current and failed to cut the target polyp. When device removal was attempted, it was noted that the snare loop had twisted around the polyp and could not be removed. A different device was used to cut the polyp piece by piece until the first snare was released; the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.